Event description:
It was reported to st. Jude medical that a revision procedure was scheduled when oversensing was observed on stored electrograms. During the revision, dried body fluids were found located in the header entrances. It was also observed that the silicon sealing of the screws seemed to be leaky. The decision was made to explant to ICD.